Event description:
It was reported that high impedance was observed during a follow-up clinic visit shortly after a patient's generator replacement surgery. The patient was referred to a surgeon to remedy the high impedance. No additional relevant information has been provided to date. No surgical intervention has occurred to date.

Event description:
X-rays were reportedly not taken at the patient's surgical consult, according to the surgeon's office. The patient later underwent surgery to remedy the high impedance. Lead pin insertion troubleshooting was performed during surgery and resolved the high impedance. No additional relevant information has been received to date.

Manufacturer narrative:
Brand name, corrected data: follow-up report #01 inadvertently did not update suspect device information type of device, name, corrected data: follow-up report #01 inadvertently did not update suspect device information model #, serial #, lot #, expiration date (mo/day/yr), unique identifier (UDI) #, corrected data: follow-up report #01 inadvertently did not update suspect device information type of report, corrected data: the follow-up report number, #01, was inadvertently not indicated in follow-up report #01.